Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump power up properly after battery installation, received with operating currents within specifications. No unexpected low battery or battery out limit alarms noted. Insulin pump received with intermittent buttons due to corroded keypad traces. No display ramping on its own anomaly noted. No traces of moisture were noted at electronic or motor assemblies per visual inspection. Insulin pump received with cracked case at display window corners, reservoir tube, battery tube threads and with minor scratches on display window.

Event description:
It was reported that the insulin pump was exposed to moisture from an amusement part ride and had an unresponsive keypad. The blood glucose readingwas 131 mg/dl. The customer stated that she took the battery out after the device had gotten wet, and it gave a low battery alert and failed battery alarm. She could not clear the alarmed and stated that when she could get to the main menu, she would press the up scroll button and the device was ramping on its own. No moisture was visible in the insulin pump. Advised discontinuation of the insulin pump. Nothing further reported.